Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, rising and high impedance. The rv lead was removed and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.